Event description:
It was reported by customer that the 400 ml evacuation 1/8-inch pvc trocar had disconnection issues. They have been having issues with our hemovac drains disconnecting at the y connection point at mgh (particularly with spine cases). Rh was also having issues as well, but data below was for mgh, reports from surgeon and nurses on disconnections. Continued and increased issues with disconnections. Also, they have found having issues as well but tape connections to mitigate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.